Manufacturer narrative:
The patient samples were requested for further investigation but were not provided. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The initial reporter provided clarification on another patient, patient 2, that received questionable estradiol results. The initial results were reported outside the laboratory, and the customer performed repeat testing on an architect analyzer for confirmation. On (B)(6) 2020, patient 2's initial estradiol result on an e 601 module was 481.7 pg/ml. On (B)(6) 2020, patient 2's repeat estradiol result was 339 pg/ml.

Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration and qc were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for one patient tested on a cobas 6000 e 601 module. The initial results were reported outside the laboratory. The customer performed repeat testing with the same patient¿s sample on the same instrument as well as an abbott architect. On (B)(6) 2020, the patient¿s initial estradiol result was 57.95 mg/ml. The patient¿s repeat result on the e 601 module was 56.16 pg/ml, and the patient¿s result on the architect was 39 pg/ml. The estradiol reagent lot number was 46217200 with an expiration date of 28-feb-2021.